Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
Irn#(B)(4) incident occurred in germany. Catheter broke in patient and was removed by additional surgery.